Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during an esophagectomy procedure. The needle fell off of the device. It fell into the cavity of the patient but was retrieved with graspers. There was no patient harm.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. No sheering on the toggle switches was also observed under microscopic inspection. The instrument was loaded with a pm needle and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.